Event description:
It was reported that the user experienced a rapid fall in glucose while using the pump, paused the pump, attempted oral glucose, lost consciousness, and was treated by ems with IV dextrose; the pump reportedly displayed a low alert and was disconnected, and no device component issue was identified given insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention with medication administration. Investigation included communication with the user and analysis of information provided by a third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.